Event description:
Pt suffered a 2nd degree burn during the application of an electrotherapy treatment. The burn occurred in the pt's lower back area. The pt did not required immediate or post incident medical treatment for the burn. The burn measured 1.5 inches in length and the width is in direct proportion to the application electrode lead wire. The pt is expected to make a full recovery from the injury. The pt was being treated for lower back issues. The clinician prescribed the interferential electrotherapy waveform. The intensity setting was set to 'pt tolerance'. The treatment time was prescribed for 12-15 mins. The clinician applied the treatment using self adhesive, 2x2 inch, carbon electrodes. Nine to twelve mins into the treatment the pt complained of discomfort. The clinician terminated the treatment. Upon evaluation of the treatment area the clinician noted the resultant burns. Other germane specifics are listed below. The pt has received electrotherapy treatment prior to this incident.

Manufacturer narrative:
Awaiting return and eval of device.